Event description:
Doctor was performing a percutaneous coronary intervention (pci) on the patient and while delivering the stent on the delivery system, the delivery system broke in half. Doctor was able to retrieve the undeployed stent and no harm was done to the patient.